Event description:
The rep reported the pt is getting good therapeutic effect, but had shown signs of dementia and aggressiveness at last reprogramming session. Add'l info has been requested from hcp, but was not available on the date of the report.